Manufacturer narrative:
G4: 03feb2020 b4: (B)(6) 2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2020.

Event description:
The customer's biomed reported that the touchscreen was not working intermittently. There was no patient involvement. The customer's biomed attempted to calibrate the touchscreen a few times and it is still working intermittently.